Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted due to urethral hypermobility. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to urinary incontinence. This report is follow-up 01, being resubmitted as follow-up 02 due to stalled acknowledgements.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that patient underwent a cystoscopy on (B)(6) 2015 due to incomplete bladder emptying and vaginal pain. It was reported that patient underwent mesh removal on (B)(6) 2015. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). This report is a 30 day initial report, sent as follow-up 1 due to emdr duplicate error. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional information.